Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary-the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The active tip shows activation marks. The suction tube was cut by the customer and it was not returned. The cable and connector are in good condition. The device will be sent to the manufacturer for further review. Manufacturing investigation results for vapr s90 4.0mm w/integr hdp -ea: the device was returned in its original packaging. Tip components condition is used significantly, tissue debris inside the active tip and around the ceramic. Burnt manifold. Handle assembly condition is used, no misuse. Cable and plug assembly condition is used, no misuse. Other observations: misuse, large portion of suction tube cut off. Kink in the suction tube. Suction valve received in closed position. Enteral adaptor is missing. Electrical checks: the device failed the hipot active-return parameter. Functional checks: flow rate test before and after test failed. Footswitch activation on ablation failed showing output short and sparks. During testing we were able to confirm a fault with the device, the complaint device was found to fail electrical testing (hipot active ¿ return). Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, likely damaged by misuse or a 'shorting' event, we cannot confirm a root cause. Note that similar damage has been seen at different location at proximal end of the plastic manifold under CAPA investigation. This failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. Based on the investigation findings, a potential cause is traced to device design. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. Depuy synthes will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review- a manufacturing record evaluation was performed for the finished device u2410007 number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a rotator cuff repair procedure, the vapr s90 4.0mm w/integr hdp device sparked and displayed an output short. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.